Manufacturer narrative:
Batch review performed on 03-dec-2024: lot 2312449: (B)(4) items manufactured and released on 20-jun-2023. Expiration date: 2028-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 03-dec-2024: mpact 01.32.4048hct flat pe hc liner ø40/f (k103721) lot 2340667: (B)(4) items manufactured and released on 15-nov-2023. Expiration date: 2028-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.